Manufacturer narrative:
Product analysis: analysis was able to confirm the customer comment that the programmer required repair. Water corrosion was noted on the motherboard and due to lack of replacement parts it was recommended to scrap the programmer. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer which was returned to service for repair subsequently tested out-of-specification during manufacturer's analysis. There was no patient involvement.